Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported, during power up, the avea ventilator was alarming "vent inop with the following error log message displaying: fault inspiratory flow sensor (ifs) voltage fault bad autozero inspiratory flow sensor." The customer initially reported no patient involvement but upon further investigation they stated it was unknown if a patient was involved. There has been no report of any patient consequence associated with this event.